Event description:
It was reported that the reamers were dull and need to be replaced as soon as possible. Nothing left in patient. This complaint was created as requested for the other two devices with different lot codes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.